Manufacturer narrative:
As no product was returned or lot number provided it was not possible to perform a product inspection or review of the product history sheet. (Mr004) to confirm if the product was mfg within specifications. Visual inspection: no product was returned. Conclusion: no conclusion can be drawn.